Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving several false positive results for an unspecified number of individuals when using the cue covid-19 test for home and over the counter (otc) use. Further information regarding frequency of false positive results, number of individuals, patient specific information, cartridge sn, lot numbers and reader sn were not provided.